Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient (pt). It was reported that it was "all good". The patient also reported that the issue has been resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device to an implantable neurostimulator (ins). It was reported that pt's controller is dead and won't work. Pt stated they charged their implant up to 50% the day before last but had to stop because their dog was bugging them, and when they went to finish charging yesterday, the controller wouldn't turn on at all. Pt stated they would press the buttons but nothing happened. Pt added that they had the controller plugged in all night, but it didn't take any charge or turn on. Pt stated they've had this device for a couple years, so they know how to use it and it's not working. The manufacturer's patient services specialist (pss) walked pt through removing the battery pack and plugging controller into the ac power cord; pt confirmed that controller powered on. Pt inserted the battery pack and confirmed that the controller had a flashing green light and implant was 30%. Pt confirmed no physical damage to the battery or battery compartment pins. Pt stated the controller battery power was lost so quickly. The issue was not resolved. No symptoms were reported. A replacement battery pack was sent out. Additional information was received from the patient. Pt mentioned they were charging their controller after receiving the replacement lithium battery pack, but they "did not know how to make it work." Pt said they saw the set-up screens last night, but could not make it all the way through the set-up screens. During the call, the pt said the did not see a green blinking light on the controller when the controller was plugged into ac power supply. Pt inspected ac power supply, but no damage was detected. Pt saw a "hello" screen on their controller and saw "implant, trial. Clinician." Pt pressed implant and got the "connect the recharger" screen. Pt plugged in the recharger antenna (rtm), but the controller screen was blank/unresponsive. Pt insisted they have 2 controllers, but only 1 battery pack. Patient services specialist(pss) consulted repair department and found out the pt had been sent a controller instead of a lithium battery pack. Pss requested li battery pack be sent out to the pt. Pss informed the pt of the mistake and emailed repair department to send li battery pack. Pt mentioned they had a lot of difficulty plugging the ac power supply and rtm into the co ntroller because they had shaky hands and had some wounds from vietnam. Pt mentioned their back was full of pain because they could not charge their implanted neurostimulator(ins) because they could not get their controller working. Pt said they had been in pain since yesterday because they could not charge their ins. Pt said the controller would not take a charge yesterday. Additional information was received from the patient. Pt called back stating they received controller and battery pack but still not able to charge. Pt was frustrated about having to call for the 3rd or 4th time and it was hard to get through to ps today. Had pt use the equipment on the call. Controller showed no device found. Walked pt through passive recharge mode. Pt was able to get to normal charging screen. Controller was at 100% and ins was in red. Reviewed to keep charging and then turn stim on. Troubleshooting resolved the reported issue. Pt mentioned at night when pt sat around and changing positions pt would be getting 'shocks' and would turn stim off. Pt also mentioned it was difficult to sit for an hour when charging.

Manufacturer narrative:
Continuation of d10: product ID 97745, lot# serial# (B)(6), product type programmer, patient product ID 97745bp, lot# serial# (B)(6), product type accessory, product ID 97745bp, lot# serial# (B)(6), product type accessory b3: date is approximate. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an external device to an implantable neurostimulator (ins). It was reported that pt's controller is dead and won't work. Pt stated they charged their implant up to 50% the day before last but had to stop because their dog was bugging them, and when they went to finish charging yesterday, the controller wouldn't turn on at all. Pt stated they would press the buttons but nothing happened. Pt added that they had the controller plugged in all night, but it didn't take any charge or turn on. Pt stated they've had this device for a couple years, so they know how to use it and it's not working. The manufacturer's patient services specialist (pss) walked pt through removing the battery pack and plugging controller into the ac power cord; pt confirmed that controller powered on. Pt inserted the battery pack and confirmed that the controller had a flashing green light and implant was 30%. Pt confirmed no physical damage to the battery or battery compartment pins. Pt stated the controller battery power was lost so quickly. The issue was not resolved. No symptoms were reported. A replacement battery pack was sent out. Additional information was received from the patient. Pt mentioned they were charging their controller after receiving the replacement lithium battery pack, but they "did not know how to make it work." Pt said they saw the set-up screens last night, but could not make it all the way through the set-up screens. During the call, the pt said the did not see a green blinking light on the controller when the controller was plugged into ac power supply. Pt inspected ac power supply, but no damage was detected. Pt saw a "hello" screen on their controller and saw "implant, trial. Clinician." Pt pressed implant and got the "connect the recharger" screen. Pt plugged in the recharger antenna (rtm), but the controller screen was blank/unresponsive. Pt insisted they have 2 controllers, but only 1 battery pack. Patient services specialist(pss) consulted repair department and found out the pt had been sent a controller instead of a lithium battery pack. Pss requested li battery pack be sent out to the pt. Pss informed the pt of the mistake and emailed repair department to send li battery pack. Pt mentioned they had a lot of difficulty plugging the ac power supply and rtm into the cont roller because they had shaky hands and had some wounds from vietnam. Pt mentioned their back was full of pain because they could not charge their implanted neurostimulator(ins) because they could not get their controller working. Pt said they had been in pain since yesterday because they could not charge their ins. Pt said the controller would not take a charge yesterday. Pt said they "think they will go out on the street and get some heroin for the pain. Additional information was received from the patient. Pt called back stating they received controller and battery pack but still not able to charge. Pt was frustrated about having to call for the 3rd or 4th time and it was hard to get through to ps today. Had pt use the equipment on the call. Controller showed no device found. Walked pt through passive recharge mode. Pt was able to get to normal charging screen. Controller was at 100% and ins was in red. Reviewed to keep charging and then turn stim on. Troubleshooting resolved the reported issue. Pt mentioned at night when pt sat around and changing positions pt would be getting 'shocks' and would turn stim off. Pt also mentioned it was difficult to sit for an hour when charging. Controller returned with no device allegations. Additional information was received from a patient (pt). It was reported that it was "all good". The patient also reported that the issue has been resolved.